Event description:
It was reported that patient's right atrial (ra) lead had failed to capture. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.